Manufacturer narrative:
The reported previous driveline infection was reported under MFR # 2916596-2017-00846. Approximate age of device - 1 year, 6 months. Manufacturers investigation: the patient remains ongoing on vad support and no further issues have been reported. A direct relationship between the device and the reported infection could not be determined. The heartmate ii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection, including exit site treatment, are outlined in various sections of this document. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The center reported that the patient was admitted to the cardiovascular intensive care unit on (B)(6) 2018 for a driveline infection. The infectious disease md noted a ¿recurrent/persistent driveline infection.¿ as of (B)(6) 2018, blood cultures were negative. An in-patient note from the infectious disease md stated that the patient¿s cultures had ¿grown (B)(6) in the past.¿ no wound/driveline culture results were seen in the patient¿s chart from this admission. The patient complained of nausea and fatigue and, at the time of their admission, the patient¿s ldh was 1947. The patient was placed on cefazolin ivpb 2 grams q 8 hrs during their in-patient stay. The patient was discharged and placed on ceftin 500 mg po bid as an out-patient. . No further information was provided.